Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -14.5% during testing. There was no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the inaccuracy issue was unable to be replicated but there was an issue found with a bad latch/lock mechanism due to fluid ingression. The expulsor assembly containing the latch/lock was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.